Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the pump flipped on (B)(4) 2017. The cause of the flipped pump was not determined. The flipped pump was resolved and had been revised on (B)(4) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (500 mcg/ml at 59.92 mcg/day) via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient's pump flipped. It was initially reported that the pump was replaced due to the pump flipping, but it was determined that it was possible it was just revised. It was further reported that a revision was completed as an intervention on (B)(6) 2017. No patient symptoms were reported. No further complications were reported.